Event description:
Eval revealed that a force sensor pin was physically damaged.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that a force sensor pin was physically damaged. Review of the pump history revealed multiple loss of prime warnings associated with zero force. The pump was primed successfully and exercised with no alarms occurring.